Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting low flow. Patient has been on therapy for about 36 hours with flow rate (fr) was around 1.4-1.5l/m. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24c, flow rate (fr) was 0.8l/m. Suggested to check the side of warmer to confirm the tubing was not kinked. They stated it was slightly kinked. After fixing, flow rate (fr) was increased to 1l/m. Explained how they could disconnect and reconnect the pads to see if the flow rate (fr) increases more, but caller declined as they need to attend to the patient. Recommended rn call back if the flow rate (fr) dropped below 0.7l/m. Neonatal intensive care unit (nicu) nurse getting erratic flow rates (0.6-1.7lpm) on device. Guided to diagnostics showed that the system hours were 428, pump hours were 237, inlet pressure (ip) was -3.3psi, flow rate (fr) was 0.1lpm, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected using proper technique. Pad difficult to connect (nurse was familiar with device) and water leaked when pad disconnected. Tried reconnecting using proper technique, no change in values. Drained pad and connected a different pad. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 37 percentage, flow rate (fr) was 1.4lpm. Advised to call if flow rate (fr) less than 1lpm. They would handle getting the pad back. Lot number for pad was nghz2431.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling was reviewed for this investigation and is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting low flow. Patient has been on therapy for about 36 hours with flow rate (fr) was around 1.4-1.5l/m. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24c, flow rate (fr) was 0.8l/m. Suggested to check the side of warmer to confirm the tubing was not kinked. They stated it was slightly kinked. After fixing, flow rate (fr) was increased to 1l/m. Explained how they could disconnect and reconnect the pads to see if the flow rate (fr) increases more, but caller declined as they need to attend to the patient. Recommended rn call back if the flow rate (fr) dropped below 0.7l/m. Neonatal intensive care unit (nicu) nurse getting erratic flow rates (0.6-1.7lpm) on device. Guided to diagnostics showed that the system hours were 428, pump hours were 237, inlet pressure (ip) was -3.3psi, flow rate (fr) was 0.1lpm, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected using proper technique. Pad difficult to connect (nurse was familiar with device) and water leaked when pad disconnected. Tried reconnecting using proper technique, no change in values. Drained pad and connected a different pad. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 37 percentage, flow rate (fr) was 1.4lpm. Advised to call if flow rate (fr) less than 1lpm. They would handle getting the pad back. Lot number for pad was nghz2431.